Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal during a renal angioplasty and stenting procedure. Follow-up communication confirmed that: the sheath was deployed over a guidewire for treatment of a left renal artery lesion; the patient was noted to have some calcified lesions in the vessels, scar tissue and a closure device from a previous angiographic procedure; the renal artery was found to be occluded so no intervention was performed; the radiologist felt resistance during removal; upon removal, it was noticed that the sheath had been damaged causing the distal portion to become detached; the detached portion of the device was seen under fluoroscopy "sandwiched" in the patient's right artery; a cut down procedure was performed near the entry site and the detached portion was successfully removed using forceps; compression was held on the enlarged arteriotomy site for approximately 2 hours to attain hemostasis; the total estimated blood loss was 250-500 ml; and the patient had no further complications and has since been released from the hospital.

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. Results - is based upon evaluation of user facility information & the returned sample; based upon testing of reserve samples. Conclusions - are based upon evaluation of user facility information & the returned sample; is based upon testing of reserve samples. The involved device was returned and evaluated. Examination confirmed: several sections of the sheath had been twisted, kinked and separated; the coil wire layer was unraveled, straightened and entangled around a guidewire that was returned with the used sample; and the observed damage and ragged edges indicated that the tubing layers had been separated with excessive force. Evaluation of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The cause of the resistance is likely to have been related to the patients reported calcified vasculature lesions. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).